Event description:
It was reported that it was difficult to deflate during pretest.

Manufacturer narrative:
The reported event was unconfirmed. Visual inspection noted one two-way silicone catheter with a cut portion of inlet tubing was received. Visual evaluation of the sample noted the balloon was partially inflated with saline on return. No obvious defects were noted. Further testing required. The saline was removed from the balloon passively. The catheter balloon was then re-inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon concentricity was observed to be 50:50. The balloon rested for 30 minutes without leaks and passively deflated without issue or cuffing, returning 10ml of solution. Active length of the catheter balloon was measured (0.6335") and found to be within specification (0.60" - 0.90"). The catheter measured to be 14 fr. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered."

Event description:
It was reported that it was difficult to deflate during pretest.

Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one two-way silicone catheter with a cut portion of inlet tubing was received. Visual evaluation of the sample noted the balloon was partially inflated with saline on return. No obvious defects were noted with further testing required. The saline was removed from the balloon passively. The catheter balloon was then re-inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon concentricity was observed to be 50:50. The balloon rested for 30 minutes without leaks and passively deflated without issue or cuffing, returning 10ml of solution. The balloon was re-inflated again, and when attempting to passively deflate the balloon, only 9ml of solution returned due to the balloon blocking the inflation notch. This fails to meet specification which states, "balloon shall inflate and deflate normally with use of syringe." The balloon was dissected to find that the inflation notch was not perforated completely, and was not deep enough. The inflation notch measured to be 1.0280" from the end of the shaft, which was found to be within specification (0.97" +/- 0.30"). Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be inadequate pressure on the machine to punch. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that it was difficult to deflate during pretest.